Event description:
It was reported that there was a knee revision due to poly wear and tibial subsiding.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown poly 9x12. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.